Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 506845 implantable pacing lead - (B)(6) 1998. (B)(4).

Event description:
It was reported that the left ventricular lead had an intermittent high impedance out of range. The lead's threshold has also risen. It was noted that the patient is wheel chair bound and cannot sit straight therefore the clinician did not have the patient perform lead testing exercises. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.